Manufacturer narrative:
H6: the drill was returned to the MFR and the complaint was confirmed. Internal components were evaluated and corrosion was discovered on the motor pins and rotor assembly. Corrosion on the electrical pins of the motor assembly can contribute to an intermittent electrical connection, which may result in the device unintentionally activating. The motor assembly and rotor assembly were replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted by a MFR field svc tech, the drill unintentionally activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.